Manufacturer narrative:
The investigation was updated since previous submission, imdrf codes remain the same. H.6 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding carryover that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The field service representative worked on the instrument and it is found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 11jan2022 to 11jan2023. Manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6) , file # 663518-663518-z663518000151-107395869-21 was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint trend: there are 22 complaints related to the as reported code 1 of contamination - carry over date range from 11jan2022 to 11jan2023. Returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. Service history review: review of related work order #: (B)(4). Install date: 22jul2021. Defective part number: n/a. Work order notes: (B)(4). Subject / reported: sample carry over issue. Problem description: lab reporting excess amount of sample carry over from one tube to another during samples run. Workordercasecomments: (B)(6) 2023 3:17 am sample carry over issue reported by the lab esp. On all assays. Currently the lab can keep the sample carry over to moderate level by wiping off the stinger surface before sample acquisition and keeping the sample volume below <0.5 ml. (B)(6) 2023 3:57 am scheduled to work on all five lyric instruments with sample carry over issue on 01/19 to gather more information about the issue. Once we have more data on hand, we will move this escalation to global team. (B)(6) 2023 3:23 am performed the investigation on this excess sample carryover issue. Documented vacuum level during sit flush after the pinch valve and in service mode when running in medium. Vacuum during sit flush after pinch valve is -2.2. Ran 1ml of cst beads for 2 minutes and then ran 1ml of h2o for 2 minutes to check for carryover. Sit flush was performed properly, no drips from sit after flush. Saw carryover of beads when running water after running beads as depicted in pictures. Found sit flush pinch valve tubing to be unobstructed while carry over remains high from one tube to another. 2/14/2023 7:19 am moving to ep-0278. (B)(4). Subject / reported: carryover issue when running sample. Problem description: carryover issue when running sample. Work performed : documented carryover issue after complaint by customer. Documented vacuum level during sit flush after the pinch valve and in service mode when running in medium. Vacuum during sit flush after pinch valve is -2.4. Ran 1ml of cst beads for 2 minutes and then ran 1ml of h2o for 2 minutes to check for carryover. Sit flush was performed properly, no drips from sit after flush. Saw carryover of beads when running water after running beads as depicted in pictures. Pqc and abort count passed. Cause: customer complaint of excess carryover. Solution: instrument is operating properly, carryover is still present. Ep-0278 notes: project name -lyric sit drip/carryover. 23feb2023 product engineering team is conducting testing on new tubing/values. Results expected (B)(6) . Labeling / packaging review: n/a. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID : (B)(4). ID: (B)(4). Hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic. Harmful effects: events appear in wrong tube (false positive result). Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the potential cause of carryover could not be determined. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of carryover could not be determined. The customer reported a complaint regarding excess carryover. In case no. (B)(4), the field service representative (fsr) documented the carryover issue. They noted the vacuum level during sit (sample injection tube) flush after the pinch valve and in service mode when running in medium. They also ran cst beads to check for carryover and performed sit flush. There were no drips from sit after the flush and the flush was performed properly. They noted carryover of beads when running water after running the beads. After the works performed the instrument was tested and passed. The instrument is confirmed to be operating properly. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. Per the case comments ¿ ¿the lab can keep the sample carry over to moderate level by wiping off the stinger surface before sample acquisition and keeping the sample volume below <0.5 ml.¿ proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. This complaint has added to ep-0278. This ep (escalation project) will be recording any updates on this issue and will record any related work orders associated with this issue. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the carryover could not be determined. The customer reported a complaint regarding excess carryover. The fsr performed a series of works and confirmed that there no drips from the sit after the sit flush. The instrument is confirmed to be operating properly. No one was harmed or injured. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.

Event description:
It was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there was a sample carry over isssue. Lab reporting excess amount of sample carry over from one tube to another during samples run. Additional information obtained by fse: was carryover observed on patient samples? Yes- this can impact the customer samples when running rare events patient samples. From a service perspective we do not know if patient samples have been compromised.

Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding carryover that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The field service representative worked on the instrument and it is found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2022 to (B)(6) 2023. ¿ manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint trend: there are 22 complaints related to the as reported code 1 of contamination - carry over date range from (B)(6) 2022 to (B)(6) 2023. ¿ returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. ¿ service history review: review of related work order #: (B)(4); case # (B)(4) install date: (B)(6) 2021 defective part number: n/a work order notes: wo (B)(4) o subject / reported: sample carry over issue o problem description: lab reporting excess amount of sample carry over from one tube to another during samples run workordercasecomments: - (B)(6) 2023 3:17 am sample carry over issue reported by the lab esp. On all assays. Currently the lab can keep the sample carry over to moderate level by wiping off the stinger surface before sample acquisition and keeping the sample volume below <0.5 ml. - (B)(6) 2023 3:57 am andrew phillips is scheduled to work on all five lyric instruments with sample carry over issue on (B)(6) 2019 to gather more information about the issue. Once we have more data on hand, we will move this escalation to global team. - (B)(6) 2023 3:23 am andrew phillips from d6 performed the investigation on this excess sample carryover issue. Documented vacuum level during sit flush after the pinch valve and in service mode when running in medium. Vacuum during sit flush after pinch valve is -2.2. Ran 1ml of cst beads for 2 minutes and then ran 1ml of h2o for 2 minutes to check for carryover. Sit flush was performed properly, no drips from sit after flush. Saw carryover of beads when running water after running beads as depicted in pictures. Found sit flush pinch valve tubing to be unobstructed while carry over remains high from one tube to another. - (B)(6) 2023 7:19 am moving to ep-0278 wo (B)(4) o subject / reported: carryover issue when running sample. O problem description: carryover issue when running sample. O work performed : documented carryover issue after complaint by customer. Documented vacuum level during sit flush after the pinch valve and in service mode when running in medium. Vacuum during sit flush after pinch valve is -2.4. Ran 1ml of cst beads for 2 minutes and then ran 1ml of h2o for 2 minutes to check for carryover. Sit flush was performed properly, no drips from sit after flush. Saw carryover of beads when running water after running beads as depicted in pictures. Pqc and abort count passed. O cause: customer complaint of excess carryover. O solution: instrument is operating properly, carryover is still present. Ep-0278 notes: - project name -lyric sit drip/carryover - (B)(6) 2023 product engineering team is conducting testing on new tubing/values. Results expected 1st week of march ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID : 89209 o ID: libivd-ra-100 3.1.7 o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause of carryover could not be determined. ¿ investigation result / analysis: ¿ the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of carryover could not be determined. The customer reported a complaint regarding excess carryover. In case no. 01910619, the field service representative (fsr) documented the carryover issue. They noted the vacuum level during sit (sample injection tube) flush after the pinch valve and in service mode when running in medium. They also ran cst beads to check for carryover and performed sit flush. There were no drips from sit after the flush and the flush was performed properly. They noted carryover of beads when running water after running the beads. After the works performed the instrument was tested and passed. The instrument is confirmed to be operating properly. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. Per the case comments ¿ ¿the lab can keep the sample carry over to moderate level by wiping off the stinger surface before sample acquisition and keeping the sample volume below <0.5 ml.¿ proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. This complaint has added to ep-0278. This ep (escalation project) will be recording any updates on this issue and will record any related work orders associated with this issue. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the carryover could not be determined. The customer reported a complaint regarding excess carryover. The fsr performed a series of works and confirmed that there no drips from the sit after the sit flush. The instrument is confirmed to be operating properly. No one was harmed or injured. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. The following information was provided by the initial reporter: it was reported by the customer that there was a sample carry over issue. Lab reporting excess amount of sample carry over from one tube to another during samples run.

Manufacturer narrative:
Common device name: flow cytometric reagents and access. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter addr 1: (B)(6).

Event description:
It was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. The following information was provided by the initial reporter: it was reported by the customer that there was a sample carry over issue. Lab reporting excess amount of sample carry over from one tube to another during samples run.

Manufacturer narrative:
The following field was updated with corrected information: h6: imdrf annex f code: f26. The following field has been updated with additional information: b5: describe event or problem: it was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there was a sample carry over isssue. Lab reporting excess amount of sample carry over from one tube to another during samples run. Additional information obtained by fse: was carryover observed on patient samples? Yes- this can impact the customer samples when running rare events patient samples. From a service perspective we do not know if patient samples have been compromised.

Event description:
It was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there was a sample carry over isssue. Lab reporting excess amount of sample carry over from one tube to another during samples run. Additional information obtained by fse: was carryover observed on patient samples? Yes- this can impact the customer samples when running rare events patient samples. From a service perspective we do not know if patient samples have been compromised.